Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were unable to read the screen. The customer's blood glucose was unknown. There was top to bottom line across the screen. Customer stated that the scratch was on the screen. The troubleshooting was performed. The customer was advised to discontinue use of the insulin pump, revert to a back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify display anomaly due to blank display. Also, received with moisture damage on the motor and force sensor. Device was also received with scratched case, pillowing keypad overlay, and minor scratched lcd window.